Event description:
Customer's wife reported customer received high glucose readings from their precision xtra meter. Customer's wife reported customer experienced symptoms of twitching, sweating and loss of consciousness and was being treated with glucagons, juice and food.

Manufacturer narrative:
Customer's meter has been returned to the lab, and product testing did not confirm the readings complaint. All results were within range specification, and no errors were observed during control solution testing.